Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the left carotid approach was performed for access. During the implant of the valve, placement was performed using tension by pushing the delivery catheter system (dcs). Upon deployment to the point of no recapture, the valve expanded in the annulus without any issues; however, the proximal side of the valve appeared distorted, and an "irregular" shape was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded and used to complete the procedure without any issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.